Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2003 - the patient underwent an incisional procedure for a ventral hernia. A composix kugel mesh was implanted to repair the hernia. (B)(6) 2008 - the patient presented to the hospital with complaints of abdominal pain. The patient was found to have an abdominal wall enteric fistula secondary to abdominal wall abscess. The patient underwent surgery to treat the infected wound and remove the mesh. After incision and drainage of the abdominal wall abscess and removal of the infected mesh, the patient was discharged. The attorney alleges the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with ventral incisional hernia and underwent repair with mesh. Per the operative report, ¿the hernia sac was separated from the surrounding tissue. Excess sac was excised, and a composix kugel patch was used to repair the 7x8 cm defect. The gore-tex portion of the mesh was oriented towards the intestine.¿ (B)(6) 2008 - patient had abdominal pain, was diagnosed with incarcerated ventral hernia, abdominal wall abscess, possible gastrointestinal fistula, underwent PICC placement and excision of infected mesh. Per the operative report details, ¿an abscess cavity was entered, and a large volume of foul-smelling pus was suctioned out. At the base of the abscess cavity, there was a hernia (composix kugel) mesh which was bathed in the pus. The hernia mesh was able to be bluntly dissected then and easily removed. The undersurface of the hernia mesh had some staining (consistent with a gastrointestinal fistula).¿ a wound vac was placed. The patient was placed in the ICU due to a history of respiratory failure and need for mechanical ventilation. (B)(6) 2008 - PICC line was removed due to bacteremia and sepsis. Blood and urine cultures were positive for staph. Epidermidis and e. Coli; patient was treated with empirical antibiotics. Attorney alleges that the patient also experienced emotional injuries without treatment, scarring, inflammation.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided indicates the patient experienced infection, pain and fistula. Fistula is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information and product identifiers provided: based on the additional information received, no conclusions can be made. Medical records show a patient with a complicated medical history significant for obesity, respiratory failure, emphysema and copd. Approximately, five years post-implant of the composix kugel patch, the patient was diagnosed with an incarcerated ventral hernia, abscess, and gastrointestinal fistula. The adverse reactions section of the instructions-for-use, supplied with the device lists hernia recurrence and fistula as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided indicates the patient experienced infection, pain and fistula. Fistula is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent an incisional procedure for a ventral hernia. A composix kugel mesh was implanted to repair the hernia. On (B)(6) 2008 - the patient presented to the hospital with complaints of abdominal pain. The patient was found to have an abdominal wall enteric fistula secondary to abdominal wall abscess. The patient underwent surgery to treat the infected wound and remove the mesh. After incision and drainage of the abdominal wall abscess and removal of the infected mesh, the patient was discharged. The attorney alleges the patient has suffered and will continue to suffer physical pain.